Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03302 / 03303 / 03304). Device requested, not yet received.

Event description:
During a labrum repair procedure, the anchor would not seat properly on the inserter. There was no patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. Upon inspection of the guides, there appeared to be no issues. The root cause cannot be determined because there is no evidence the likely event occurred. The I/o risk table addresses the reported condition. Both the I/o risk table and surgical technique address the likelihood that the event that may have caused the reported condition. A conclusive root cause of the event could not be determined.

Event description:
It was reported that during a hip labrum repair procedure, that the juggerknot inserter bent in the curved guide. Subsequently, the surgeon attempted to seat two juggerknots and both anchors pulled out. A third juggerknot seated using a new guide.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.